Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken off in the recharger. The patient was able to remove it from the recharger. The patient stated that because of the broken connector pin she was unable to charge the recharger, and therefore could not charge the ins and had a return of pain because she could not use therapy. The patient stated the return of pain only recently got worse. Patient was issued a new desktop charger. Additional information received stated that patient received the new desktop charger but was seeing the reposition antenna screen when trying to charge. The patient last charged and had stim 2-3 weeks ago. Troubleshooting on the call did not resolve the issue. The patient was redirected to their hcp to address the possible overdischarge. Additional information received stated that the patient really needed to charge but could not get a hold of her doctor to schedule an appointment. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.